Event description:
The healthcare professional reported that during a thrombectomy procedure, the 125cm large bore catheter (lbc) 71 (ic71125ug / 31794111) was impeded at the c2 segment of the internal carotid artery (ica) and could not be advanced to the target site. The physician removed the lbc from the patient and replaced it with a new lbc to complete the procedure. On 16-apr-2026, additional information was received. The information indicated that the procedure was targeting the m1 segment of the right middle cerebral artery (mca). The c1, c2, and c4 segments of the ica were reported to be tortuous blood vessels. Continuous flush was maintained through the microcatheter (unspecified brand). Per the information, the introducer was firmly installed onto the hub of the microcatheter and locked with the hemostasis valve (rhv) during the advancement of the device. It also indicated that, ¿after taking it out, it was found that there was a slight kink.¿ the information confirmed there was no negative impact on the patient. Based on the additional information received on 16-apr-2026, the event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section e.1: initial reporter facility name: per new requirement from cac (B)(6), in (B)(6), the name of such employer should be desensitized and redacted prior to be transferred abroad. The account name and facility name were not allowed to be displayed in the relevant area. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31794111) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.